Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01536.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using an pod packing coils (pod pcs). During the procedure, the physician was unable to advance two pod pcs within its introducer sheath; therefore, they were removed. It was noted that both pod pcs were stuck and a large amount of resistance was experienced. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.